Event description:
It was reported that there was a piece of cardboard in the sterile water syringe. No impact they were using the foley tray-syringe on anatomical modals.

Manufacturer narrative:
The reported event was confirmed cause unknown. No actions can be taken at this time since a root cause was not identified. Visual evaluation of the returned one-photo sample noted one opened (with original packaging), sterile water syringe. Visual inspection of the one-photo sample noted a piece of cardboard inside of the sterile water syringe. This does not meet specification which states, the product/assembly must be free of visible, lose or etched foreign matter, solvent spills, hair, etc. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: intended for use in the drainage and/or collection and/or measurement of urine. Generally, drainage is accomplished by inserting the catheter through the urethra and into the bladder. However, drainage is sometimes accomplished by suprapubic or other placement of the catheter, such as a nephrostomy tract. Warning: do not use if allergic to iodine. For urological use only warning: on catheter, do not use ointments or lubricants having a petrolatum base, they will damage silicone and may cause balloon to burst. Sterile unless package is opened or damaged, except for any individually packaged components within the tray which are not labeled as sterile. These components are not terminally sterilized. Correction: b, d, e, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
There was a piece of cardboard in the sterile water syringe. No impact they were using the foley tray-syringe on anatomical modals.